Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the system intermittently displayed a communication error causing the system to not boot fully. There was no patient injury or death reported.